Event description:
A surgeon reported that system messages were displayed during a 23 gauge vitrectomy. The infusion and the foot pedal functions were then deactivated. The surgeon also reported hearing a sound as if the equipment had been switched off and a liquid, described by the surgeon as "as a mixture of oil and water", was refluxed through the tip of the probe. After about 15 minutes, the equipment returned to normal and the procedure was completed. There was a delay of half an hour. During the postoperative visit, white deposits were observed near the surgical site. Samples of the deposits were tested and showed (B)(6). As prophylaxis, the pt was treated with antibiotic and intravitreous corticoids per the hospital protocol. Additional information has been requested regarding the pt status.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).